Manufacturer narrative:
The insulin pump received with blank display due to moisture damage on electronic assembly. We were unable to verify off no power alarm, low battery alarm, weak battery alarm, battery out limit alarm, battery icons anomaly due to blank display. The insulin pump received with severely scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call moisture damage, off no power anomaly and low battery alert on the insulin pump. Customer's blood glucose level went as high as 378 mg/dl and as low as 58 mg/dl. Troubleshooting for moisture damage was performed. Customer advised they were caught in a rainstorm while wearing the insulin pump. Customer advised they replaced the battery every 4 to 8 hours and there was fluid under the lcd display. Troubleshooting for low battery was performed. Customer advised they received the alert every 8 hours. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.